Manufacturer narrative:
Date of event has been estimated. Rubinstein, g., izar, b., mcdonnell, d. E., valledor, a. F., fried, j. A., clerkin, k., lin, e. F., lotan, d., latif, f., sayer, g., uriel, n., & raikhelkar, j. K. (2024). Recurrent melanoma 25 years after initial diagnosis, presenting as metastatic disease early after heart transplantation. Cardio-oncology, 10(1). Https://doi.org/10.1186/s40959-024-00273-7. Division of cardiology, center for advanced cardiac care, columbia university irving medical center, new york, ny, USA. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the case study "recurrent melanoma 25 years after initial diagnosis, presenting as metastatic disease early after heart transplantation" that cancer survivors (cs) comprise a particularly high-risk group for both de-novo and recurrent malignancies after solid organ transplantation. This case study focused on a 69-year-old male with non-ischemic cardiomyopathy due to a sarcomere protein titin (ttn) gene mutation, underwent a heart transplant nine months after heartmate 3 left ventricular assist device (lvad) placement for advanced heart failure.

Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Date of event was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not conclusively be established through this evaluation. The serial number of the heartmate 3 left ventricular system in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.